Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, the snare was inserted into the colonoscope and exited inside the patient with no resistance. However, the snare failed to open when the handle was actuated. The scope was not in a retroflexed position and it was reported that the anatomy was not tortuous. Additionally, the device had been completely uncoiled prior to use and no bends or kinks were noted in the plastic sheath. The procedure was completed with another sensation micro oval snare. This event has been deemed a reportable event based on the investigation results: wire cable not properly crimped to handle cannula.

Manufacturer narrative:
The returned device presented with the wire cable detached from the handle cannula, which prevented the snare from retracting and extending as intended. The condition of the returned device was consistent with the complaint that the snare loop failed to extend; the complaint was confirmed. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use. Since the wire cable was not properly crimped to the handle cannula, the most probable root cause is a manufacturing issue. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.